Event description:
It was reported that the handpiece began overheating during use. There was no pt involvement. There was no medical intervention required or any adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was worn or damaged bearings, which were replaced along with other components. This was likely to do with normal wear and tear over the life of the product.